Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle after a leadless micra pacemaker interventional procedure using a 27f sheath. Reportedly, during step 3, the suture broke. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a cuff miss a review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The prostyle was used to close a puncture site exceeding 24f and the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.